Manufacturer narrative:
One fast-cath¿ transseptal guiding introducer swartz¿ sl transseptal series, sl1¿ 8.5f was received for investigation. The extension tubing detaching from the sideport of the hemostasis body may have been due to the stopcock tubing not being fully inserted the sideport. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a pulmonary vein isolation procedure, the side port of the sheath detached. The device was replaced to continue the procedure with no patient consequences.